Manufacturer narrative:
Due to a recent FDA inspection this MDR is being reported late as a result of a re-evaluation.

Event description:
I have numerous marking pads that the pad is coming off onto the instrument when using to mark toric pts. It comes off in clumps on the marker.